Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated by a programmer. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.